Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the emergency room. It was noted that a polarity switch had occurred on the right ventricular (rv) lead and there had been a lead warning. The impedance was noted to be high and undefined. Noise/oversensing and the inability to demonstrate capture at maximum outputs was also seen. Low impedance paces were also seen on the lead. The lead was noted to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.